Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter does not turn on. The patient manages her diabetes with oral medication (glucophage) and novolog and levimir insulin. The power issue began on (B) (6), 2010 at 8 pm. As a result of the power issue, the patient claimed she decreased her insulin dose. On the morning of (B) (6), 2010, the patient developed symptoms of cold sweat, shaking, and blurred vision at 9 am. At that same time, the patient tested at "400 mg/dl" with her neighbor's meter. At 9:30 am, the patient went to the hospital where she was tested at "500 mg/dl" on a hospital meter and received IV treatment. The doctor treated the patient with 15 units of insulin and "lots of water." During troubleshooting, the csr noted that the power issue was not resolved. There was no evidence of product misuse. This complaint is being reported, because the patient claimed, she developed symptoms and received medical intervention for hyperglycemia 1 day after the power issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.